Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated since february of 2000. Otherwise, normal function and magnet tests were observed. "At the beginning of july this pacer stopped working."